Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Following the battery advisory, the implantable cardioverter defibrillator was explanted and replaced. There were no patient complications.